Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a stimulated lead did not provide motor response during a procedure and felt there may be fault with the lead. When tested with the test stimulation cable, the lead did not provide a motor response. There was a large amount of blood surrounding the electrodes on the lead, which may have inhibited the stimulation of the lead. Troubleshooting was noted as foramen needle placed into left s4 foramen and testing with the test stimulation cable provided a motor response. The lead in question was then implanted into the left s4 foramen with no motor response when tested. Foramen needle inserted into right s4 foramen and testing with the test stimulation cable provided a motor response. Lead introducer/sheath dilator inserted into right s4 foramen and a large amount of blood came through the sheath once the dilator was removed. Dilator reinserted and lead introducer was slightly moved the minimize blood flow. Once blood flow had ceased the lead was inserted and there was no motor response when tested. No further actions were taken as a hematoma was forming and the surgeon removed the lead, and ceased procedure. The issue was noted as resolved.

Manufacturer narrative:
Analysis of the lead, model 3889-28, serial/lot no. Unknown, found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.